Manufacturer narrative:
H.6. Investigation: two (2) samples two (2) photographs were received by the quality team for evaluation. Upon visual inspection, one (1) of the returned samples has print which is missing the gradient lines. The print is also off center as the centerline of print is over the flange and not perpendicular to the flange. The second (2nd) sample has a black piece of foreign matter (fm) in the barrel. The foreign matter is loose in the barrel and not embedded into the barrel. The two (2) photographs are of the same barrels and issues. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of the missing scale marks is related to the misalignment of the equipment when the syringe presses against the printing pad. The root cause of the foreign matter is undetermined as the foreign matter was loose in the barrel and was likely introduced after the plunger rod was inserted into the barrel.

Event description:
It was reported that the 860 luer lok syringe bulk non-sterile experienced scale marking issues. The following information was provided by the customer: we have received new reports from our cleanroom of found deviations the syringe was found with mat 301035 lot 7206953 1 syringe with missing scale. The defect was noticed during packaging, so before use.

Manufacturer narrative:
Date of event: unknown.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 860 luer lok syringe bulk non-sterile experienced scale marking issues. The following information was provided by the customer: we have received new reports from our cleanroom of found deviations the syringe was found with mat 301035 lot 7206953. 1 syringe with missing scale. The defect was noticed during packaging, so before use.